Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, post-operative radiographs taken revealed that part of a screw from an alignment guide block was retained by the patient. A revision procedure was performed the next day, (B)(6) 2010, to remove the fragment from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).